Event description:
It was reported that during a routine device changeout, the right ventricular (rv) lead had intermittent loss of capture noted through the analyzer with deep pocket manipulation after being connected to the new device. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 implantable pacing lead, (B)(6) 2005. (B)(4).